Event description:
A customer reported a high reading issue with the adc device. A customer reported a high sensor reading as compared to the reader's built-in meter. The customer experienced a loss of consciousness due to hypoglycemia, and was treated with glucagon injection by a third-party. There was no report of death or permanent injury associated with this event. Comparison reading results of 98 mg/dl and 110 mg/dl from sensor against 54 mg/dl and 64 mg/dl from built-in meter were provided. The results of the provided readings, when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.